Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right ventricular (rv) lead helix rotation was inconsistent. A different lead was used for implant. No patient complications have been reported as a result of this event.